Event description:
1.5 cm x 0.5 cm burn on abdomen under electrocautery cord. Surgeon discovered burn and had to peel cord from skin. Cautery pencil was in holster when burn found. No alarms noted. No sounds or smells noted. Cord x-rayed, no breaks noted. Cord activated within close proximity to grounding pad and entire cord run by pad, no arching noted. Esu tested, no problems.